Event description:
It was reported that the patient had a lead revision for a new pain pattern on (B)(6) 2025. During the surgery, it was discovered that the patient's l4 drg lead had high impedances during intra-operative testing. As a result, the l4 lead was explanted and replaced to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.